Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not detect the cartridge during the load sequence. Reportedly, the cartridge was reloaded to address the issue. Subsequently, a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 214 mg/dl.